Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a reamer snapped off at the end of the entry in the drill reamer chuck during surgery. The drill had performed what needed to be done; opening of medullary canal so the nail could be implanted as per surgical technique with no further issues. The status of the patient is unknown. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4).device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that the patient&#38112;hospital stay was prolonged by an unknown length of time.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number was identified upon receipt of device on mar 23, 2015. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received. The investigation could not be completed; no conclusion could be drawn, as the subject device is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device. The investigation of the returned drill bit 356.703 has shown that the back part of the drill shaft is indeed broken off. The other returned instrument (insertion handle 03.010.351) is still intact. It is clearly visible that the very end of the drill tip is damaged (the surface of the drill bit is worn). The broken surface is homogenous, which indicates material conformity as well. Based on these findings we can clearly indicate that excessive (inadequate use) finally resulted in the breakage of the drill shaft. Further investigation showed conformity of the article in question to the company specification and no apparent fault of material or manufacturing was detected (manufactured in january 2012). No product fault could be detected. Iif information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.